Manufacturer narrative:
The condition of failure code 550-failure to alarm was confirmed and was found to be due to a faulty user interface module printed circuit board. The faulty user interface module printed circuit board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with failure code 550. The event was reported to have occurred upon start up. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. During servicing by baxter personal, the pump failed to audibly alarm fail code 550. This device utilizes user interface module master software version 6.13.90 categorized as remediated.